Event description:
It was reported that during a procedure, error 273 (safety ok h/w line fail) and 253 (lasing and safety-pyro low limit fail) were displayed by the console. The device could not be used in the procedure and therefore the procedure was cancelled/rescheduled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
A work order was performed for this case, the field service engineer replaced the brick, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on the information available, cause traced to component failure was assigned to conclusion code for this investigation. Blockb3: the exact date of the event is unknown. The provided event date, 11/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/27/2024.

Event description:
It was reported that during a procedure, error 273 (safety ok h/w line fail) and 253 (lasing and safety-pyro low limit fail) were displayed by the console. The device could not be used in the procedure and therefore the procedure was cancelled/rescheduled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 11/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/27/2024.